Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bolus option of the touch screen was grayed out. Reportedly, the feature lock setting was turned off and the customer did not observe any alerts or alarms in the pump history. Blood glucose level was 400 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer declined to provide.